Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an ischemic ventricular tachycardia - left side procedure, noise was noticed on the carto 3 system and the ep recording system at the same time on the surface ECG and all the channels. The cable was exchanged with no resolution. By replacing the catheter the issue was resolved.